Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This is the same event as 1043534-2010-00479, 00481. This event occurred in (B)(6).